Event description:
Following set up of IV tubing to IV, fluid physician became aware of a puddle of IV solution on the floor. The physician discovered that the IV tubing had a tear in it near the back flow valve.